Event description:
Alleged issue: "customer called saying the bag he is using gets blocked from the tubing that goes into the bag after it is halfway full." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.